Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the current output of the patient's device was 6v and 1.5 ms. The patient had a high right ventricular threshold. The capture threshold was rising and the caller later stated that there were reports from a clinician that loss of capture had occured post shock. It was also stated that the patient's electrolytes may have affected the situation. The device remains in use. No patient complications have been reported as a result of this event.